Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure distal end insulation was detached was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: adhesive detached (non-olympus) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not used in accordance with the IFU/label: the instructions manual of the device states the following: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel are excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. The event can be prevented by following the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the uretero-reno fiberscope distal end insulation was detached (missing). There were no reports of patient involvement.